Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that when the device was removed for infection, the insulation appeared compromised.